Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium reduces quickly, safety disk value does not pass. There was no injuries or deaths reported.

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) helium reduces quickly, safety disk value does not pass. There were no patients involved.

Manufacturer narrative:
Due to character limitation in block e1: event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed helium level decreased faster than normal. The fse resolved the issue of the helium leak by tightening the helium pipe joints. The fse found the safety disk exceeds the specified limit and replaced safety disk. The fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed helium level decreased faster than normal. The fse resolved the issue of the helium leak by tightening the helium pipe joints. The fse found the safety disk exceeds the specified limit and replaced safety disk (d202-00-0140). The fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the safety disk value. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a